Event description:
It was reported that the customer experienced a high blood glucose reading of 432 mg/dl. The customer stated that she had a crack in the insulin pump's reservoir housing. She had noticed it when changing out the reservoir and saw cracks in the reservoir tube threads. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit was received with a broken reservoir tube lip and missing reservoir tube lip o-ring. The device was also received with a minor scratched lcd window.